Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with all buttons responding properly. No button error alarms or button keypad anomalies were noted. No cosmetic damage noted.

Event description:
It is reported that the patient's insulin pump displayed button error. Patient's blood glucose level is 62mg/dl. Trouble shooting was conducted and problem stopped. Device is being returned. No further information available.